Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet g7 shell cat#010000662 lot#6395394, biomet taper sleeve cat#650-1064 lot#2955104, biomet head cat#650-1057 lot#2955098, zimmer bone screw cat#00625006530 lot#64228001, biomet liner cat#010000817 lot#6354149. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02337.

Event description:
It was reported the patient underwent primary left tha. Subsequently, the patient underwent an I&d procedure approximately 2 months post implantation due to infection. It was noted the ceramic head, liner, screw and taper were removed. Attempts have been made and additional information on the reported event is unavailable at this time.